Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an automatic lead safety switch (lss) to unipolar occurred due to high out of range pacing impedances on the non-boston scientific right atrial (ra) lead connected to this pacemaker. It was also noted that their was oversensing of the minute ventilation (mv) feature signal. Boston scientific technical services (ts) discussed programming options. The patient is reportedly not pacemaker dependent. No adverse patient effects were reported. The pacemaker and non-boston scientific ra lead remain in service.

Event description:
It was reported that this pacemaker and non-boston scientific right atrial (ra) lead continued to exhibit intermittent high out of range pacing impedance measurements greater than 2,000 ohms. No noise was observed. Boston scientific technical services (ts) discussed programming options. The health care professional (hcp) planned to reprogram the lead configuration. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
It was reported that an automatic lead safety switch (lss) to unipolar occurred due to high out of range pacing impedances on the non-boston scientific right atrial (ra) lead connected to this pacemaker. It was also noted that their was oversensing of the minute ventilation (mv) feature signal. Boston scientific technical services (ts) discussed potential causes and programming options. The patient is reportedly not pacemaker dependent. No adverse patient effects were reported. The pacemaker and non-boston scientific ra lead remain in service. It was reported that this pacemaker and non-boston scientific right atrial (ra) lead continued to exhibit intermittent high out of range pacing impedance measurements greater than 2,000 ohms. No noise was observed. Boston scientific technical services (ts) discussed programming options. The health care professional (hcp) planned to reprogram the lead configuration. No adverse patient effects were reported. This product remains implanted and in service. Additional information was received detailing that noise and oversensing were observed on the right atrial channel. A lead revision was advised. This product remains implanted and in service.

Event description:
It was reported that an automatic lead safety switch (lss) to unipolar occurred due to high out of range pacing impedances on the non-boston scientific right atrial (ra) lead connected to this pacemaker. It was also noted that their was oversensing of the minute ventilation (mv) feature signal. Boston scientific technical services (ts) discussed potential causes and programming options. The patient is reportedly not pacemaker dependent. No adverse patient effects were reported. The pacemaker and non-boston scientific ra lead remain in service. It was reported that this pacemaker and non-boston scientific right atrial (ra) lead continued to exhibit intermittent high out of range pacing impedance measurements greater than 2,000 ohms. No noise was observed. Boston scientific technical services (ts) discussed programming options. The health care professional (hcp) planned to reprogram the lead configuration. No adverse patient effects were reported. This product remains implanted and in service. Additional information was received detailing that noise and oversensing were observed on the right atrial channel. A lead revision was advised. This product remains implanted and in service. This device was explanted and returned to boston scientific with no allegation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. This device was included in the minute ventilation sensor signal oversensing advisory population. Additional information was added to the following fields: b5: describe event or problem field. H6: device codes. H6: impact codes.